Event description:
The patient later reported that the batteries were acid and the items had stop working. The inability to adjust stimulation and the return of symptoms was resolved with the replacement of the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they needed to get their "remote" fixed so they can increase stimulation as their healthcare provider instructed. The patient had a sudden return of symptoms a week prior to the report and again the day before the report. The symptoms included urinating and defecating all over themselves. The patient programmer had corrosion in the battery compartment and would not turn on. The patient mentioned that they hcp told them the batteries last forever. It was also noted that the connector pin was broken. The implantable neurostimulator (ins) is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.